Event description:
User was running in a 87km marathon. User stated she became unconscious at 56km. User did not feel well before race. Morning blood glucose reading was 10 mmol/l and she took extra insulin according to her prescribed dose regime. One hour into race she felt symptomatic feeling her blood glucose level was low, user did not test at this time. User states that she ate 50grams of carbs and felt a bit better. She then felt unwell and tested blood glucose level which was at 16 mmol/l. She took 3 units insulin, one hour later tested her blood glucose level at 25 mmol/l. She then took 10 units insulin. User collapsed half hour later, paramedics, took 45 minutes to come, user was unconscious for 45 minutes. Paramedics took reading which showed 1.1 mmol/l. User was given "oral sugar" which triggered consciousness. Customer was asked if they used glucagon but she stated no.

Manufacturer narrative:
The device has not been returned to the manufacturer. A review of both the owner's guide and similar complaints was performed. The root cause of the incident could not be determined. Adverse event may be related to the physical activity of the user.